Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this electrode remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted presented to the clinic for routine follow-up. Small r-waves were noted during device check, however sensing appeared to be appropriate. Chest x-rays were obtained which revealed this electrode had pulled back with xiphoid electrode in the pocket. It was reported the patient experienced a syncopal episode, however no episodes were stored. A revision procedure was planned for a later date. No adverse patient effects were reported.